Manufacturer narrative:
The baxter technician found the CPR handles needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records and the records show that the last pm date was (B)(6), 2022. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR handles to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the CPR handle was not working on either side. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).